Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor resistance reading was found to be out of calibration.

Manufacturer narrative:
There was no patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor resistance reading was found to be out of calibration. Review of the pump history revealed loss of prime alarms as well as a "no cartridge detected" warning. The pump did not recognize the cartridge during evaluation and dispensed fluid from the cartridge on the load step.